Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter address 1: (B)(6). E1. Initial reporter city: (B)(6). Device evaluated by MFR.: a mustang 6.0 x 40, 40cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 15mm distal of the proximal balloon markerband. From the partial circumferential tear, the balloon was also torn longitudinally for approximately 19mm proximally. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified blood vessel of the left hand. After sheath insertion, the 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation of the lesion from the distal side and dilated twice with 1 minute rated burst pressure (rbp). Thereafter, when dilation of the lesion on the proximal side was about to be performed, the balloon ruptured after 1 minute of inflation with an rbp performed once. It was a burst-like rupture. The device was removed from the sheath, and the procedure was successfully completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified blood vessel of the left hand. After sheath insertion, the 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation of the lesion from the distal side and dilated twice with 1 minute rated burst pressure (rbp). Thereafter, when dilation of the lesion on the proximal side was about to be performed, the balloon ruptured after 1 minute of inflation with an rbp performed once. It was a burst-like rupture. The device was removed from the sheath, and the procedure was successfully completed with a different device. There were no patient complications nor injuries reported.